Manufacturer narrative:
Occupation: staff risk manager. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the device fired fine for the first three times. Then would not fire on the fourth reload. The patient¿s appendix was perforated before and does not cause by the device problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.